Manufacturer narrative:
(B)(4) - although a temporal relationship between the patient¿s chest congestion and difficulty breathing during a ccpd treatment on (B)(6) 2017 and subsequent expiration and the liberty cycler exists, there is no documentation supporting a causal relationship between the liberty cycler and the patient¿s chest congestion, difficulty breathing and subsequent expiration. However, it is probable that the patient¿s chest congestion and difficulty breathing was related to the hypoexpanded lungs and possible pneumonia as determined via chest x-ray. After the patient was intubated, the patient went into a fatal cardiac rhythm and as a result expired. Additionally, there was no allegation of device malfunction. Accordingly, the patient¿s cause of death as reported in the esrd death notification is cardiac arrest cause unknown. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis (pd) registered nurse (rn) that this patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) therapy experienced chest congestion and difficulty breathing during a ccpd treatment on (B)(6) 2017. The patient¿s wife reported that the patient had been experiencing a cold and flu for two days prior to this episode. The ccpd treatment on (B)(6) 2017 was cancelled prematurely due to the chest congestion and difficulty breathing; the patient was transported via ambulance to the hospital. At 04:27 patient arrived with the primary complaint listed in the hospital record of congested heart failure (chf), shortness of breath (sob), assisted breathing; unresponsive, cardiac rhythm: regular rate and rhythm (rrr), normal s1, s2. Vital signs as follows: blood pressure (b/p) 102/60, pulse 102, temperature 96.8, oxygen (o2) saturation 66, estimated weight (B)(6). Glasgow coma scale (gcs): 3 (scale is 3-15; 3 on the gcs represents coma. The diagnostic impression included acute pulmonary edema and respiratory failure (pulmonary edema was ruled out via chest x-ray) with question of pneumonia. Post chest x-ray the patient was intubated (after multiple insertion attempts) and placed on a respirator. Post intubation the patient¿s cardiac rhythm was pulseless electrical activity (pea), at this point cardiopulmonary resuscitation (CPR) as well as advanced cardiac life support (acls) measures well initiated (specifics of acls measures unknown). Attempts to address the reversible causes of pea were unsuccessful. The cardiac rhythm of pea deteriorated to idioventricular then progressed to asystole. The patient did not respond to CPR or acls medications and the patient was declared dead at 04:51. The pdrn stated no autopsy would be performed. The end stage renal disease (esrd) death notification listed the cause death as cardiac arrest cause unknown.